Event description:
It was reported that the patient underwent a 2-level posterior lumbar fusion in 2008. The patient did well post-op until october, and then began experiencing increasing pain and other symptoms. MRI performed showed several ganglion cysts on the vertebral body.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.